Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent dental implant procedure on (B)(6) 2018 and suture was used. After tightening and cut of the first stitch, the thread broke a few centimeters of the needle. Another suture was used to complete the procedure with delay of 5 min. There were no patient consequences reported.